Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was the proximal to mid lad. The 3.5 x 28 mm promus stent was deployed, and it was noticed that a distal edge dissection had occurred. Another 3.5 x 15 mm promus stent was then deployed to treat the dissection. There were no additional patient effects reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because another company distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Results and conclusions summation - dissection is a known possible outcome of coronary stenting procedures, and is listed as a possible adverse event in the product IFU. Further, the IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention." In this case, there was no report of damage to the sds or difficulties deploying the stent implant, which could have contributed to the dissection. Though a definite cause for the dissection could not be determined, there are no indications of any product deficiencies, which could have contributed to the outcome of the procedure.